Event description:
It was reported by the patient's legal counsel that the patient received a tka on (B)(6) 2008, for end stage degenerative joint disease of his left knee. On (B)(6) 2010, the patient was revised for presumed aseptic loosening. At this surgery the tm femoral augments were implanted. On (B)(6) 2012, the patient was revised due to loosening.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.